Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen, harder to see the screen and there was black spot on the screen. The customer¿s blood glucose level was unknown. Customer also reported that the battery cap is worn, insulin pump cracked near battery cap, missing piece of insulin pump near reservoir and unexplained no delivery alarms. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.